Event description:
It was reported that during a percutaneous coronary intervention procedure, the coating on the pt2 moderate support guidewire had "fallen off". The lesion was located in the proximal to mid right coronary artery (rca). The physician was attempting to access the distal right coronary artery by placing the pt2 guidewire through a mach 1 guide catheter. The proximal right coronary artery lesion was predilated using a 3.25x15 ottimo. The physician successfully deployed a 3.5x13mm cypher stent. While attempting to deploy a 3.0x18mm cypher stent, it became caught on the pt2 guidewire and was unable to be deployed. The physician then attempted to advance a 3.0x20mm sprinter balloon catheter which became caught in the pt2 guide wire as well. The physician withdrew the pt2 guidewire and noted that the coating had "fallen off". The physician cahnged to a neos fielde guidewire. A cypher 3.0x18mm stent was able to cross the lesion. The physician successfully deployed a 3.0x28mm cypher stent in the distal right coronary artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good". Additional information regarding this event has been requested.

Manufacturer narrative:
The wire has been returned for analysis; however, additional testing has not been completed at the time of this report. A supplemental report will be filed when the analysis is complete.